Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with unknown mentor gel implants experienced several unexplained systemic symptoms post procedure. The symptoms were described as being similar to an autoimmune illness, however the no diagnosis or specific nature of the symptoms were provided. Left sided rupture with chest and shoulder pain were also noted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2021-11664 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on april 19, 2022. The onset of symptoms was clarified to have been in 2015. The event date has been updated. Certain symptoms were specified. The patient experienced rashes, rapid heart rate, inflammation, confusion, memory loss, fatigue, anxiety, and a 4mm mass on the right nipple. The device, previous reported as unknown gel, is a 475cc mentor memorygel breast implant, catalog #3504751bc, lot #6496724. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).